Event description:
I purchased teawoo pre cut kinesiology tape for my shoulder pain. It is marketed as skin friendly cotton, easy to use, easy to remove, dermatologist tested, safe and non-irritating, safe for sensitive skin, easy to remove without residue, ideal for extended wear. I received my package from amazon on (B)(6). I applied the tape on (B)(6) in the am. I played softball, came home and began trying to remove the tape. It hurt very bad and was truly stuck to my skin. I applied alcohol to help remove the tape and it began to loosen and eventually come off, along with my skin. It left welts around my arm and shoulder. The tape was still stuck to my skin so I applied baby oil and the tape would not come off. For several days I had sticky tape on my shoulder and because of that I lost hair as my hair would get stuck to my shoulder. I messed up a t shirt of mine as the tape would get stuck to that as well. I treated the welts with aquaphor for several days. I am going to the dr because I still have what seems to be abrasions and my skin has not gone back to normal and has the print of the tape on my arm and shoulder area still to this day.